Event description:
Problem with rateminder loaner #13. Went to transport pt. From rom and as soon as rateminder was unplugged it started beeping with yellow light flashing that battery was low. I was not able to get pt. To 5th floor when rateminder went dead.per bio-med dept: confirmed battery failure - returned to rental company.